Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump equipment failed when connected to the electronic infuser, with the following message: output occlusion. The same was tested in two other electronic infusers, with the same message being repeated in all tests. It was necessary to change the equipment, tip and spiros. No patient injury reported.